Event description:
It was reported by the manufacture representative that the patient died on the same day a sensing issue was viewed on a trans telephonic transmission. The patient died on the same as the transmission and the time of death is not known. It is unclear if the sensing issue occurred before or after the death. A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.